Event description:
Customer reports the glide thru sheath was damaged as it appears it was like an "accordion", so the dilator bent and would not allow it to insert into the patient. The peel away sheath was broken early and the problem resolved. No patient harm reported. The PICC was successfully placed. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one dilator/sheath assembly for evaluation. Visual examination revealed the dilator and sheath were bent. The sheath contained white coloration at the bend, indicating undue force likely caused or contributed to the damage. Likewise, the sheath tip was also damaged, which is also consistent with undue force being applied. The dilator was bent 75 mm from the proximal hub. The sheath was bent 60 mm from the proximal hub. The total length of the sheath measured to be 2.81" which is within specifications of 2.625-2.875" per product drawing. The outer diameter of the sheath body measured to be 0.119" which is within specifications of 0.114-0.120" per product drawing. The inner diameter of the sheath (measured from the proximal end) measured to be 0.089" which meets the minimum value of 0.089" per product drawing. No dimensional issues were identified. The returned dilator was able to fully advance and retract from the returned sheath. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user, "grasping near skin, advance peel-away sheath/dilator assembly over guidewire with slight twisting motion to a depth sufficient to enter vessel." The customer report of a damaged sheath was confirmed by complaint investigation of the returned sample. The sheath tip was frayed and the body was bent, which indicates undue force caused or contributed to this event. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer reports the glide thru sheath was damaged as it appears it was like an "accordion", so the dilator bent and would not allow it to insert into the patient. The peel away sheath was broken early and the problem resolved. No patient harm reported. The PICC was successfully placed. The patient's condition is reported as fine.